Manufacturer narrative:
Product event summary: analysis found the out connector assembly was broken. Analysis also found the upper case was broken and contaminated. Battery wires were pinched (not compromised) and contaminated. Display, display frame, display grommets, display frame shoulder screw, keypad flex, one case screw and main printed circuit board were contaminated. Encoder switch assembly and knobs were rusty.

Event description:
It was reported the ventricular output will not work. It had no output when testing. The external pulse generator was returned for repair. No patient complications have been reported as a result of this event.